Event description:
It was reported that a cartridge change error occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer delivered a correction bolus via the pump to address bg. Reportedly, the customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.